Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported "signal loss' using ffs librelink app. Attempted to replicate the customer complaint using a similar configuration. Enabled ¿high glucose alarm¿ and ¿low glucose alarm¿ feature in the app and set high glucose alarm threshold to lowest and low glucose alarm threshold to highest glucose value. Despite a comprehensive investigation, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 2.11.2.8275. The customer reported that their app failed to alarm with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer experienced a loss of consciousness and was unable to self-treat, requiring lucazade and biscuits from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The customer reported for missing high and low alarms. Sensor was inserted in the sim-vivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled ¿high glucose alarm¿ and ¿low glucose alarm¿ and set high glucose alarm threshold to lowest and low glucose alarm threshold to highest glucose value. Nano amps were adjusted on the keithley till high and low glucose alarm triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. This also serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 2.11.2.8275. The customer reported that their app failed to alarm with the sensor therefore, the customer was not alerted of changes in their glucose levels. The customer experienced a loss of consciousness and was unable to self-treat, requiring lucazade and biscuits from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.